Manufacturer narrative:
The complaint text indicated the issue was resolved by replacing the mixer (alinity c- series mixer, list number 09d59-03) and r1 reagent probe (list number 01g47-03) as well as implementing an additional smartwash. A review of the architect c802360 service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect calcium results for patient samples when tested immediately following the crp assay. Three examples were provided. Patient #1: initial low result of 34 mg/l retested at 86 and 85 mg/l. Patient #2: sample (B)(6) initial low result of 37 mg/l retested at 88 and 89 mg/l. Patient #3: sample (B)(6) initial low result of 39 mg/l retested at 96 and 97 mg/l. The customer's normal range is 84 - 102 mg/l. No adverse impact to patient management was reported.